Event description:
Report received of return of symptoms - catheter revision will be required due to "catheter disconnection in the body." Other general dissatisfaction with therapy expressed. Follow up with hcp revealed patient had catheter problem - catheter was clogged completely - hcp was unable to aspirate catheter etc. Patient receives compounded baclofen at 3000 mcg per day. When patient presented with catheter problem, pt's legs were spastic to the degree the legs were extended straight out from the wheel chair. Catheter has been replaced and return for analysis to manufacturer is pending. Patient has not achieved maximum therapeutic effect to date as 3000 mcg concentration of baclofen was not available at last refill - but effect is improved sufficiently that legs are in normal bent position in the chair.